Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.42 ng/ml on a 22 year old female patient with subacute viral myocarditis. There was no additional patient information at the time of this report. Return product is available for investigation. Method: I-stat, date: (B)(6) 2022, collected: 11:08, tested: 11:22, sample: 0.42 ng/ml a; method: I-stat, date: (B)(6) 2022, collected: 11:08, tested: 16:37, sample: 0.00 ng/ml a; method: atellica hs, date: ni, collected: 15:28, tested: 15:57, sample: <3.00 pg/ml b; method: atellica hs, date: ni , collected: 18:51, tested: 19:27 , sample: <3.00 pg/ml c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 31-jan-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22226.

Event description:
Na.